Manufacturer narrative:
No device malfunction was noted. Acclarent's airway dilating tools were noted to have performed without fault and as expected. The device was not available for evaluation. No lot information was provided. Acclarent will continue to update the file with any additional information and provide subsequent reports if required.

Event description:
On (B)(6) 2011, acclarent received awareness of an event involving patient death noted to have occurred in (B)(6) of 2011. The patient was noted to have mild to moderate stridor and had a grade 3 severe subglottic stenosis (narrowing of the subglottic airway). At that time a direct laryngoscopy and bronchoscopy was performed with findings of subglottic stenosis as described and no other airway pathology. The airway was dilated with a 7 mm acclarent inspirair. At the completion of the dilation, the physician noted marked improvement in the airway on visual examination. The child was observed in the pediatric intensive care unit overnight where she was noted to be active and running about the unit. She was discharged having no problems the following day. Both during the hospital stay and at discharge for home use, the child was given steroids to manage airway swelling and antibiotics. Two days later, the physician received a call from the child's grandmother, stating that child was not well and was vomiting. No airway distress was noted. The physician suggested that the child be brought to the emergency department for evaluation, however, the grandmother chose not to do this. The physician made an attempt to contact the family again that day. The following day, the child was found not breathing. The emergency medical team was called and attempted to resuscitate the child. The emt attempted to obtain an airway that would be customary in any resuscitation attempt. Difficulty was noted while placing a 4-4.5 mm endotracheal tube (et) to obtain an airway. Resuscitation was unsuccessful and the child expired. An autopsy was performed and was attended by the physician. The report noted that the emt's et tube created a false passageway into the trachea, it went directly into the chest. There was no sign of any other laryngeal or airway pathology other than the subglottic stenosis that may have been missed at the time of the diagnostic and therapeutic procedure. There was no airway occlusion or obstruction. There was no fracture of the larynx or cricoid cartilage. There was no evidence of aspiration pneumonia. The physician believes that the acclarent technology performed as expected. He believes that if the demise were related to an airway issue, there would have some pathology observed by him or the medical examiner upon the direct examination to indicate such and there was none. Although the unfortunate death of the patient is not believed to be device related, acclarent has deemed this event to be reportable to the FDA due to the seriousness of the event, as well as for informative purposes. Acclarent will continue to update the file with any additional information and provide subsequent reports if required.